Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause and root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cyto-nephro videoscope exhibited the objective lens had corrosion (fluid leakage). There was no patient involvement.